Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed however, a root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a watchman case, when obtaining venous access there was resistance removing the needle. Patient was average in size. The provider advanced the needle and then was able to remove it. They advanced the dilator and removed the wire. When they inserted the sheath fluoroscopy revealed the tip of the wire inside of the vein. They were able to snare it and it was safely removed with no injury to the patient.